Manufacturer narrative:
Trumpf medical on-site service was unable to remediate the fault or identify root cause. The operating table column was checked and showed no malfunction. The operating table top was returned to trumpf medical for evaluation. If new relevant information becomes available following the evaluation, a follow up report will be submitted.

Event description:
An operating table top was overhanded to the operating room-table column with a patient on it. After the table top was locked onto the column no function was available. A reset did not resolve the issue and the customer was unable to perform a transfer. As a result the customer was unable to use the whole operating room-table system or bring it back into a working condition. No injury reported.

Manufacturer narrative:
After evaluation, the root cause was determined to be a defective circuit board in the or-table top. The defective circuit board was exchanged and the table top was tested for proper function and returned to the user.